Event description:
Toward the completion of transport, blood product noted leaking from buddy lite cassette. Infusion stopped without further loss of blood product. Buddy otherwise known as buddy lite infusion cassette for fluid warmer. Diagnosis or reason for use: infusion of blood products.